Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Visual inspection confirmed the complainant?s experience of a hole in the mylar side of the pouch. Black marks were observed on the tyvek side of the pouch. Based on the condition of the returned unit, it is likely that the hole was caused after shipment and removal from the product box. The damage to the pouch suggests that the pouch was caught between two objects and dragged, which resulted in a hole in the pouch. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: staff thought that the packaging had a hole in it, looks like it was melted. There was no risk or impact associated with this complaint, there was no delay to case and another device was opened. The product is used weekly; the product for return is not contaminated and ready for collection by the rep. The rep has notified the hospital of the "indentation" as being part of the packaging to hold the device upright and does not compromise sterility. Type of intervention: another device opened patient status: fine